Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. One kink was found on the inner lumen approximately 24.4cm from the iab tip. Two kinks were found on the catheter tubing approximately 43.2cm and 74.2cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 62.5cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy an alarm for optical sensor failure was generated. The customer used a transducer setup, however the console was still making audible noise. The customer stated that there was no visible damage and was unaware of any issues with insertion; the getinge representative instructed the customer to remove the plug. There was no reported injury to the patient.